Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A replacement battery was sent to the reporting facility. Therefore, the device will not be returned for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Parts only order.

Event description:
Per tm, the unit says 100% but dies within 15 minutes of being unplugged.